Event description:
A patient reported experiencing inaccurate low results with a one touch profile meter. The patient's blood glucose result was 89 mg/dl and the lab result was 160 mg/dl. Tests were done within 10 minutes with a difference of 38%. Patient did not experience any adverse events. No further information has been reported. Customer's family member called to obtain more information. He stated that from november through february, customer was in the hospital initially for a hernia, and then customer had a heart attack. Customer was placed in a nursing home after the heart attack. While in the hospital customer's family member did a meter to lab comparison. Customer did not use the meter while customer was in the hospital and nursing home. Family member called lfs in 3/02 and the meter was replaced. The check strip passed, but the test strips were expired.